Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 397mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, display window and battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.